Event description:
While treating a pt the device's pacer output would increase on its own and did not respond to the user's attempts to decrease it. Clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.